Manufacturer narrative:
The customer called the olympus technical assistance center (tac) to report an error and understand the meaning of the error. The tac explained it was a communication error with the scope and informed the customer to clean the scope with 70% alcohol and allow it air dry and try the scope on another tower. The tac advised if the error re-occurred, the device would need further evaluation. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported the evis exera iii video system center had a communication error code b30. There was no harm or injury to patient reported due to the event.

Manufacturer narrative:
The supplemental report is submitted to provide the result of the legal manufacturer¿s investigation. Updates to section h4 and h6. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation summarized that the cause could be a foreign object like dust residue on the electrical contacts of the scope. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts are completely dry and clean. If the endoscope is used with the electrical contacts wet and/or dirty, the endoscope and light source may malfunction. Do not clean the output socket, other connectors, or the ac power inlet. Cleaning them can deform or corrode the contacts resulting in damage to the light source.